Event description:
After various failed attempts to cross a lesion, the distal end of the stent was found flared. The report received indicated that during a coronary procedure, the physician was delivering the cypher to the target lesion; however, the stent could not cross the lesion, therefore, the physician tried to redeliver the cypher by buddy wire technique; again the device failed to cross the lesion. Consequently, the physician decided to rotablate the lesion and redelivered the stent, again the stent could not cross the lesion and the physician decided to remove the device. After the unit was removed, the physician identified the distal end of the stent was flared. The physician exchanged the device and the stenting procedure was successfully completed without any injury to the pt. Further info indicated the target lesion was de novo and the target vessel, distal left circumflex, was described as heavily calcified, moderately tortuous and with 90% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, as of to date the evaluation has not been completed. This product is not distributed in the us; however, it is similar to the us distributed cypher product. Add'l info will be submitted within 30 days upon receipt.